Event description:
1 reported false positive result (analyte unknown) for 1 patient. It was reported that the result was confirmed negative by molecular (pcr testing) the same day.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: maude report mw5104832.